Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no order messages had been received. A technical support specialist (tss) restarted the mbm and carefusion coordination engine (cce), but no new host or interface messages were observed afterward. Further the tss checked es server and found it to be functioning normally, with the interface connected and stations communicating as expected but no inbound interface traffic has been received. Then the tss tried to reach the customer to get further information. However, due to a lack of response from the customer, the tss closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that multiple medications were not being shown for all the patients, and when they tried to pull out, the medications were not popped up and unable to get out for the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that multiple medications were not being shown for all the patients, and when they tried to pull out, the medications were not popped up and unable to get out for the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.